Event description:
It was reported that the chs failed to provide proper compression and that the screw had to be replaced with another screw of a larger size. Surgery time was extended 30-40 minutes.

Manufacturer narrative:
Na